Event description:
This lead was explanted and replaced because it was wrapped around the rv lead. Both leads were replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.